Event description:
Patient sustained burn (2 cm) on superior skin flap on left mastectomy incision. Button of hand bovie stayed in "on" position after being laid down by surgeon. Skin excised and closed by surgeon.